Event description:
The customer reported a broken network connector due to cable getting caught on door during transport. No pt injury was reported.

Manufacturer narrative:
The svc rep removed and replaced the external interface pcb. The sys functions as intended.